Manufacturer narrative:
(B)(4). Eval method: work order search. Results: a parent/child work order search was performed and there were no similar complaints found. Conclusion: no conclusion can be drawn. Based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The reporter stated, the cc4204a collamer plate lens tore, as the surgeon was inserting it in the eye. The lens was removed without enlarging the incision and there was no pt injury. Another same model lens was successfully implanted.